Event description:
Grade 3 hepatic dysfunction with ascites, concomitant with grade 3 asthenia [hepatic function abnormal]. Grade 3 hepatic dysfunction with ascites, concomitant with grade 3 asthenia [ascites]. Grade 3 hepatic dysfunction with ascites, concomitant with grade 3 asthenia [asthenia]. Case description: initial information received on 23-oct-2015: this literature medical device case report was published in the journal of clinical nuclear medicine, by edeline et al., with the title: glass microspheres 90y selective internal radiation therapy and chemotherapy as first-line treatment of intrahepatic cholangiocarcinoma. It concerned a patient of unspecified age and gender treated with radioembolization with therasphere for unresectable intrahepatic cholangiocarcinoma (icc). The patient was part of 24 patients treated with selective internal radiation therapy (sirt) with glass-microspheres. The patient received also chemotherapy treatment (the regimen the patient received could not be determined since 3 different regimen were used); it is unclear if the patient received it as induction before sirt, or as concomitant or after sirt. The patient received a diagnostic angiography with 99mtc-macroaggregated albumin to assess the percentage of pulmonary shunting and confirm the absence of digestive uptake. On an unspecified date (between 8 to 15 days after the diagnostic angiography) the patient underwent sirt, the activity injected was calculated with the aim of administering a dose of 120+/- 20 gy to the injected liver volume without exceeding a cumulative dose of 30 gy to the lung. The injected activity was calculated from spect/CT data. Characteristics of the first administration were: median activity injected, 2.25 gbq (60.8 mci; range 1.0-5.0 gbq) ; median dose received by the tumor, 256gy (range, 135-468 gy); median dose received by the nontumoral liver injected, 98 gy (range, 43-126 gy) and median pulmonary shunt, 1% (range 0%-13%). On an unspecified time after sirt the patient presented grade 3 hepatic dysfunction with ascites and concomitant grade 3 asthenia. The outcome of the events is not reported. The authors did not made any causality assessment between the event experienced by the patient and therapshere treatment. The company assessed the event grade 3 hepatic dysfunction with ascites as serious (medically significant). The event asthenia is assessed as non-serious. Follow-up information was received on 29-jun-2016: follow up information was requested to further investigate the event but no new information has been received. All follow-up attempts completed. No device failure has been identified as a result of this adverse event. It has been assessed that no corrective action is necessary at this time. This is a final report. Case comment: the event asthenia is unlisted, whereas the events hepatic dysfunction and ascites are listed according to the current instruction for use for therasphere. Despite the limited information provided for the case, the company considers the events hepatic dysfunction, ascites and asthenia as possibly related to therapshere since its role cannot be ruled out. The concomitant chemotherapy received by the patient could have contributed to the asthenia experienced by the patient. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Grade 3 hepatic dysfunction with ascites, concomitant with grade 3 asthenia [hepatic function abnormal] grade 3 hepatic dysfunction with ascites, concomitant with grade 3 asthenia [ascites] grade 3 hepatic dysfunction with ascites, concomitant with grade 3 asthenia [asthenia] case description: initial information received on 23-oct-2015: this literature medical device case report was published in the journal of clinical nuclear medicine, by edeline et al., with the title: glass microspheres 90y selective internal radiation therapy and chemotherapy as first-line treatment of intrahepatic cholangiocarcinoma. It concerned a patient of unspecified age and gender treated with radioembolization with therasphere for unresectable intrahepatic cholangiocarcinoma (icc). The patient was part of 24 patients treated with selective internal radiation therapy (sirt) with glass-microspheres. The patient received also chemotherapy treatment (the regimen the patient received could not be determined since 3 different regimen were used); it is unclear if the patient received it as induction before sirt, or as concomitant or after sirt. The patient received a diagnostic angiography with 99mtc-macroaggregated albumin to assess the percentage of pulmonary shunting and confirm the absence of digestive uptake. On an unspecified date (between 8 to 15 days after the diagnostic angiography) the patient underwent sirt, the activity injected was calculated with the aim of administering a dose of 120+/- 20 gy to the injected liver volume without exceeding a cumulative dose of 30 gy to the lung. The injected activity was calculated from spect/CT data. Characteristics of the first administration were: median activity injected, 2.25 gbq (60.8 mci; range 1.0-5.0 gbq) ; median dose received by the tumor, 256gy (range, 135-468 gy); median dose received by the nontumoral liver injected, 98 gy (range, 43-126 gy) and median pulmonary shunt, 1% (range 0%-13%). On an unspecified time after sirt the patient presented grade 3 hepatic dysfunction with ascites and concomitant grade 3 asthenia. The outcome of the events is not reported. The authors did not made any causality assessment between the event experienced by the patient and therapshere treatment. The company assessed the event grade 3 hepatic dysfunction with ascites as serious (medically significant). The event asthenia is assessed as non-serious. Case comment: the event asthenia is unlisted, whereas the events hepatic dysfunction and ascites are listed according to the current instruction for use for therasphere. Despite the limited information provided for the case, the company considers the events hepatic dysfunction, ascites and asthenia as possibly related to therapshere since its role cannot be ruled out. The concomitant chemotherapy received by the patient could have contributed to the asthenia experienced by the patient. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.